Event description:
It was reported that (1) 511sd was used during a laparoscopic cholecysectomy. It was reported by the rep that the 511sd would not engage. A new 511sd was used to completed the case. There was no pt consequence.